Manufacturer narrative:
The device has been explanted and been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient experienced fluctuations in her hearing sensations and then she was no longer able to hear with her device. Testing showed no values for impedances. The patient was re-implanted in 2007.